Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient noticed a plastic pieces coming out from the lead incision site. It was noted that the lead site was tender.

Event description:
It was reported that the patient noticed a plastic piece coming out from the lead incision site. It was noted that the lead site was tender. Additional information was received that the plastic pieces coming out from the lead was a hardened plasma and was washed away when the patient showered. Patients issue was resolved.